Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was explanted and replaced due to low sensing and high capture threshold. The patient was stable post procedure.